Event description:
It was reported by the customer that on (B)(6) 2010 the fiber cap detached inside of the patient at 262,077 joules. Also, it was reported that the fiber cap was retrieved. No patient injury was reported. The device was not returned for evaluation.